Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the connector appears loose with intermittent image, during the procedure while the device was inside the patient involving an olympus xenon light source. The procedure was completed with the same device. There were no reports of patient involvement.